Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. Error codes were found in the ventilator's downloaded error log. The device's blower motor assembly was replaced to address the issue. In addition, the inlet air path assembly and removable air path foam were replaced per remediation. The stirring fan, stirring fan retainer, flow sensor assembly, tubing kit and blower bellows were recommended to be replaced due to tobacco contamination.